Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and confusion. It was noted there was potential loss of capture on the right ventricular (rv) lead on the current electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed. It was further determined the patient had sudden exit block and the lead was turned off and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead remains insitu and was programmed to vvi30. A new pacing system was implanted on the opposite side.